Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Following activation of the lss to unipolar configuration, noise and oversensing was noted and resulted in inappropriate atrial tachy response (atr) mode switches. Additionally, the right atrial automatic threshold (raat) test suspended due to an incompatible mode of unipolar configuration due to activation of the lss. Further review was recommended to the clinic. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.